Manufacturer narrative:
Although there were reportedly no impact to the patient, the event description indicates that some blood loss did occur. The amount of blood loss was less than 250ml. The actual device has been returned to the manufacturing facility but the evaluation is not yet complete. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported valve leakage on the rss602 device during a procedure. Follow-up communication from the user facility reported the following information: the site had a 6 french pinnacle sheath that was oozing while the catheter was in the sheath during the procedure from beginning to end; leakage was also noted at obturator placement post procedure; blood leakage did not exceed 250ml; the procedure was completed; and it was reported that the patient was not impacted.

Manufacturer narrative:
This report is being submitted as follow up no. 1 for mfg. Report no. 1118880-2015-00105 to provide the sample evaluation results. The actual device was returned to the manufacturing facility for evaluation. A visual examination of the sample confirmed there were no visual defects. The valve was further inspected under magnification and no defects were observed. Since the lot number was not provided, three recent production samples from the reported product code were evaluated. There were no visual anomalies noted during a visual evaluation. In addition, functional testing confirmed the products met manufacturing specification. The production lot number was not provided by the user facility, which prevented a meaningful review of production and complaint records. The investigation results verified that the samples were normal product with no anomalies which would lead to the reported leak. The exact cause cannot be determined and there is no evidence that this event was related to a device defect or malfunction. The potential for such an event is addressed in the product labeling with statements such as the following: "insert the dilator into the valve center of sheath. Forced dilator insertion missing the valve center may cause valve damage, resulting in blood leakage." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow up no. 1 for mfg. Report no. 1118880-2015-00105 to provide the sample evaluation results.